Event description:
It was reported that the patient passed away. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. There were no device issues at the time of the patient outcome.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. Due to patient privacy laws, the customer will not provide any further information regarding the cause of death; however, based on a review of the available patient record, there were reportedly no device issues at the time of the patient¿s outcome. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.